Manufacturer narrative:
Eval summary: the instrument was rec'd with the jaws yielded. The instrument was cycled and fired the remaining 12 clips ejected due tot he condition of the jaws. The instrument locked out as intended. Jaws width measured out of the accemptable limits.

Event description:
It was reported that the device was used during an unk procedure, the instrument did not fire properly. The surgeon used another device to complete the procedure. No pt consequences.